Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The soft component of the up button is worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. Due to the leaky soft components, liquid entered the pump electronics and caused a power interruption. As consequence of the power interruption while the device was in run mode, an e8 error was correctly triggered to notify the customer. The buttons were tested successfully and they fulfill their specifications. All programmed boluses were successfully delivered by the pump as programmed by the customer.

Event description:
Reporter stated the infusion device turned off during the night without providing an error message, sound, or vibration. The patient changed the battery, and the infusion device displayed an e8 power interrupt error. The error message could not be cleared because the buttons were "stuck." The patient experienced hyperglycemia of 476 mg/dl due to this issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).